Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article: title: postoperative complications in the treatment of rectal neoplasia by transanal endoscopic microsurgery: a prospective study of risk factors and time course web address: doi 10.1007/s00384-016-2527-4 citation: int j colorectal dis (2016) 31:833¿841; doi 10.1007/s00384-016-2527-4 this prospective study aimed to evaluate the risk factors related to the incidence, severity, and time course of postoperative complications of transanal endoscopic microsurgery (tem). Over a 3-year study between oct2009 and sep2009, 53 patients with adenomas and clinical rectal cancer who underwent tem with curative intention or, for higher stages, palliation. In all cases, resection and hemostasis were achieved using harmonic ace, and for the treatment of rectal wound, 3-0 pds sutures were used in combination with laparoscopic lt 300 titanium clips at the beginning and end suture, instead of suture knots. Postoperatively, one patient had infection related to the suture and seven patients had hemorrhage with one had severe bleeding with hemodynamic instability controlled by colonoscopy and endoclip. All complication were self-limited. In the study, the harmonic scalpel was used in all procedures, and despite the fact that this study was not designed to access energy sources, it may have led to small operative time and intraoperative and postoperative bleeding that required medical intervention. Based on our findings, tem postoperative complications are frequent and generally controllable with pharmacologic treatment.